Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the obtuse marginal. Approximately 21 months post index procedure, the patient suffered an ischemic stroke. Investigator assessed that the event was not related to the study device. The patient recovered.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (cerebrovascular accident). Evaluation conclusions: known inherent risk of procedure (cerebrovascular accident).